Manufacturer narrative:
Pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" error alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that their blood glucose readings are high. Customer states that their blood glucose readings are high. Customer states that the blood glucose reading is 600 mg/dl.